Event description:
The patient reported communication issues between the implant and the external equipment. An advanced bionics representative performed device evaluation and confirmed the problem. Explant surgery has been recommended.